Event description:
The event is reported as: alleged issue: during knee surgery the staples were weak and pulling out. No pt injuries reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.